Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as no product and limited clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that soon after impella 5.5 placement, the patient developed a large hematoma in the upper right subclavian area. Heparin was held and one unit of red blood cells was given.